Event description:
Caller reported an alarm 2 due to an occlusion issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as readings did not exceed 500 mg/dl. Technical support instructed the caller to disconnect tubing, make adjustments, and deliver multiple boluses, with some affecting insulin on board. The occlusion alarm recurred, indicating persistent issues. Eventually, the caller was guided to load a new cartridge and successfully deliver a bolus. It was resolved that the customer would replace necessary supplies and resume insulin therapy, with follow-up assistance provided by technical support.